Event description:
Caller tested 6.0 inr on the coaguchek xs system while a comparison lab returned as 4.5 inr. No treatment information provided. No adverse event reported. Requested return of strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.